Manufacturer narrative:
An 0x10 alarm generated in the device data, indicating a reset caused by sawcop expiration. The downloaded data did not show any timeouts or drive stalls during the pod's run. No damages or defects were observed with the device that could contribute to the hazard alarm. The exact cause of the observed hazard alarm could not be determined. The device was received deployed. The downloaded data show the device only completed first prime before deactivating. The drive mechanism was inspected and discovered the firing flat on gear was not found almost vertical at all. Instead, it was in the expected position at the end of second prime, indicating that the ratchet gear was in the incorrect position at the start of first prime. This indicates that the ratchet gear was installed incorrectly, which causes a needle mechanism failure. Further investigation of the drive mechanism discovered damaged teeth of the ratchet gear. It could not be determined whether this contributed to the observed hazard alarm. Cracks were observed on the top housing of the device. Although damage was observed on the top housing, this did not affect the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level between 120 - 250 mg/dl while wearing the pod between. As treatment the patient replaced the pod.